Event description:
The customer reported a failure to generate x-ray attributed to a displayed system error message. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.